Event description:
The customer reported that following a cardiac catheterization procedure in 2002, a vasoseal es was deployed. Pressure was held for approximately 10 minutes. When pressure was released a hematoma developed which could not be controlled by manual pressure. A c-clamp was applied and the hematoma remained. Vascular surgery was consulted and platelets were given to the patient. No further complications were reported.